Manufacturer narrative:
1. The customer returned 2 videos and 9 actual samples. 1-the videos showed continuous leakage at the end of the septum. 2-the actual samples showed that the sku was 383012 and the batch code was 4081481, among which 1 sample had been used and the pinhole of the septum was not closed and leaking, and the other 8 samples were not used. Please see attachment pr# (B)(4) for the photos. 3-relevant functional test was performed on 8 samples: 800mm simulated clinical leakage test. The test results showed no leakage at the septum. Please see attachment (B)(4) for the test reports. 2. DHR/bhr review lot#4081481 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4). 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-10pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please see attachment pr# (B)(4) for the test reports. 2-no similar complaints have been received from other hospitals since this batch of products was shipped in may 2024. 3-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications, and no similar complaints about this batch of products have been received from other hospitals. The returned video and one defective sample showed the leakage at the septum, for which the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm fluid leakage. The hospital customer reported that when the needle was returned after the puncture, it was found that there was leakage from the needle core. The number of defective items was 20, and the sample could be returned. There are photos and a reply to the complaint is required, but not an acknowledgement of receipt the customer indicated that there was already a quality inspection report, but they would like a further quality inspection statement for this problem dealer name: (B)(4), contact information not provided.